Manufacturer narrative:
The insulin pump was received with blank display due to corrosion/rust on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump also had corrosion/rust on the motor, force sensor, and moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the back of the belt clip and all the way through the battery compartment. The insulin pump did not want to turn on as well after changing the batteries. The insulin pump's damage was caused by a vehicular accident. The infusion set and reservoir showed signs of damage. Customer's blood glucose level was 11 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.